Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl. Reportedly, customer overcorrected for a prior bg level. Customer treated bg level by consuming carbohydrates. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.